Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was as high as 400mg/dl. The customer's most current level was 273mg/dl. The customer received no delivery alarms. The customer states they treated with manual injections. The customer believed the device was not delivering complete bolus. Troubleshoot was conducted. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.